Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked at battery tube side, minor scratched display window and fading serial number label.

Event description:
It was reported that the customer's device was cracked. It was reported that there is a missing piece on the reservoir compartment. It was reported that he drive support cap is protruded. The customer's blood glucose level was reported to be 80mg/dl. It was reported that the customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
Analysis was unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked at battery tube side, minor scratched display window and fading serial number label.